Event description:
Clinical trial. It was reported that post index, the patient had a target vessel revascularization (tvr). The index procedure treated 3 target lesions. Target lesion #1 was a de novo lesion in the proximal circumflex (cx). The lesion was 2.5mm wide, 19mm long and 80% stenosed. There was mild calcification and tortuosity. The physician direct stented the lesion with a 3.0x12mm taxus express2 drug eluting stent. Residual stenosis was 0%. Target lesion #2 was a de novo lesion in the mid right coronary artery (rca). The lesion was 2.5mm wide, 20mm long and 99% stenosed. There was mild calcification and tortuosity. The physician predilated the lesion prior to placing a 2.75x24mm taxus express2 drug eluting stent. Residual stenosis was 0%. Target lesion #3 was a de novo lesion in the proximal rca. The lesion was 2.75mm wide, 16mm long and 80% stenosed. There was mild tortuousity. The physician direct stented the lesion with a 2.75x20mm taxus express2 drug eluting stent. Residual stenosis was 0%. The patient received angiomax, aspirin and plavix during the procedure. The patient was discharged one day later on aspirin and plavix. On day 311, the patient had focal in-stent restenosis in the mid rca stent. A taxus express2 stent was placed in the mid rca. The patient was discharged one day later. In the opinion of the physician, there was a probable relationship between the tvr and the taxus express2 stent.

Manufacturer narrative:
H6: a unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch # 6854665 found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause cannot be determined. These complaints are trended on a monthly basis.